Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The bronchial side swivel valve was returned for this complaint. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. . A device history record review was performed and no relevant findings were identified. The reported complaint of "connector broke during use" was confirmed based on the sample received. Only the bronchial side swivel valve was returned for this complaint. The connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
Customer reported the connector broke during patient use. No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the connector broke during patient use. No patient injury or harm reported. Patient condition reported as "fine".